Event description:
It was reported the ultrasonic bronchofibervideoscope had no image. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the device had no image; however, this was incorrectly reported. There was no allegation of "no image" . Per the legal manufacturer, this is not likely to cause or contribute to death or serious injury if the malfunction were to recur.